Manufacturer narrative:
Please review attached for the investigation results. [(B)(4)].

Event description:
It was reported a revision surgery due to femoral stem breakage below the proximal transition area. Patient complaint of hip pain.